Event description:
Reporter alleged the 4th connector pin from the right on the blood glucose monitoring device is black. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.